Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that all the keypad buttons were under responsive. Reportedly, there were no damages to the keypad and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. On investigation, the alleged button tactile issue was duplicated. The pump powered up to the verify screen with auditory and vibratory features. Pressing the ¿up¿ and ¿ok¿ buttons changes the display contrast. The ¿down¿ and contrast buttons responded properly. The keypad cover was undamaged and removal of the cover did not find any anomalies with the button contacts. Pump casing was opened and the keypad connector wire was found securely seated in the connector. Related to the complaint, a battery compartment crack was found below the grip pad. Moisture contamination was found on the main printed circuit board, keypad connector and keypad connector wire. Unrelated to the complaint, the bolus button cover was found to be punctured.